Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient had a skin reaction that consisted of irritation and pustules under the sensor pod. He went to his doctor on (B)(6) 2022, and the doctor prescribed an unspecified oral antibiotic (twice a day for 3 days). After treatment the skin healed and the pustules were gone. No additional patient or event information is available.